Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump has been alarming no delivery and then motor error for several months. Blood glucose value is 600 mg/dl; treated with manual injection. Motor error alarm occurred during basal rates delivery. Device was not exposed to a strong magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Customer was unavailable to go through the policy to replace the insulin pump and would get back in contact. Nothing further reported.